Event description:
The medical center had an impella 5.5 support for a patient with cardiomyopathy. The medical team documented an observation of an impella access site hematoma, that prompted intervention, in a user filed a medwatch which was received in 3/2022.

Manufacturer narrative:
The user medwatch prompted investigation of the access site hematoma. The medical center did not return the impella pump or introducer product for analysis. Without product or further clinical details, a root cause could not be determined. The failure mode will be monitored and trended.